Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device was no longer alarming for low or high blood glucose alerts. Their blood glucose level during the incident was 32 mg/dl. The device failed the audio test. It is unknown if the device was on auto-mode. The device will be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report in summary section.

Event description:
It was reported that the customer had low blood glucose level issue and not high blood glucose and insulin pump did not alarming.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No hardware low level failures alarm noted during testing or listed in insulin pump history.